Manufacturer narrative:
Investigation results:Investigation conclusion: Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Adverse Event Related to Patient Condition.

Event description:
It was reported that balloon rupture occurred.The 100% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery. A 1.5mm x 20mm x 143cm Coyote ES balloon catheter was advanced for dilation. During inflation, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.